Event description:
It was reported that a spectrum pump did not recognize when the door was open. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'does not recognize when the door is open' which could not be reproduced during evaluation. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.